Event description:
It was reported that upon device interrogation the atrial exhibited inappropriate capture and far r oversensing. Chest x-ray confirmed that the atrial lead had dislodged. The lead was repositioned successfully. The patient was in stable condition post-procedure.